Manufacturer narrative:
The investigation of product damage (cannula kink), positioning issues, and low pump flow has been completed. The impella device was not returned for evaluation. Patient had a small vertical left ventricle (lv). Shortly after implant the cp migrated from lv to aorta and was unable to re-advance across the valve. Wireless re-access was attempted. Catheter kinking in body occurred while troubleshooting. Pump was removed and ran in new sterile bowl with sterile water with low flows. The pump was then replaced. Positioning issues: the root cause of the positioning issue was most likely patient condition related due to the patient's small vertical lv. Product damaged (cannula kink): the cause of the product damaged (cannula kink) was most likely use related as the kinking was stated to have occurred during positioning troubleshooting when wireless re-access was attempted. The impella device is not indicated for wireless re-access per instructions for use. Low pump flow: complaint device not returned for analyzing. Data log reviewed: suction alarm occurred suddenly followed by drop in flow at the time of reported issues. Position in aorta alarm occurred after suction. No motor current (mc) spike or placement signal issue observed. The flow was stated to be low when it run in the bucket of water outside the body. The cause of the low pump flow issue most likely was cannula kink.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the device migrated out of the left ventricle and into the aorta during patient support. Attempts to re-advance the pump were unsuccessful and the cannula body subsequently kinked. The device was removed and flushed in a sterile bowl, however adequate flows could not be re- obtained at support level p-9. The pump was subsequently replaced as a result of the failures. There was no resulting patient harm.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.